Event description:
On (B)(6) 2012 customer reported that there was a puddle of fluid beneath the cartridge chemistry sample probe of the dxc 800 pro instrument. Customer did not provide the fluid description and/or volume of the spill. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting. Customer stated that the syringe was loose and cts assisted the customer with tightening the syringe. Customer then flushed the probe with wash solution, and inspected the connectors and tubings. This resolved the issue. No further leaks have been reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).